Manufacturer narrative:
The following devices were also listed in this report: triathlon ps fem component, cemented; cat# 5515-f-601; lot# w4hld. Triathlon prim cem fxd bplt #7; cat# 5520b700; lot# brs6d. Triathlon asym patella a38x11; cat# 5551l381; lot# lfj319. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. There have been no other similar events for the sterile lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient underwent I&d washout with only exchange of liner on (B)(6) 2017.